Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The recurrent triscupid regurgitation (tr) was a result of the slda. It should be noted that the intended use section of the mitraclip ntr/xtr system, instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This is filed to report the single leaflet device attachment (slda) and increased tricuspid regurgitation (tr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat tr with a grade of 4+. Two xtr clips were implanted on the septal-anterior coaptation line, reducing the tr to 2+. One day post procedure, on (B)(6) 2018, transesophageal echocardiography (tee) revealed one of the clips detached from the leaflet and remained attached to the other leaflet (slda) and the tr increased. No additional information was provided.